Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level remained within a normal range and did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and no recurrence of the malfunction code was observed after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurs.